Event description:
It was reported prior to using bd vacutainer® k2e 5.4mg plus blood collection tubes that one (1) tube had yellow fluid on the inside. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video showed tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality based on photo and video. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.